Event description:
It was reported by the patient that all the indicator lights on the carelink monitor were flashing at once. Attempts to reset the monitor were not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that during the incoming visual/functional check all the lights were flashing on power up. However, after further analysis was done, this failure disappeared, therefore a root cause could not be determined.